Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that a portion of the patients ipg was exposed as it was unlikely to heal from the tension on the skin from the medical device. It was noted that the patient experienced pain at the ipg site and there was a fluid discharge from the wound. The patient was given topical lidocaine patch and the patient underwent an ipg explant procedure. The patient was doing well postoperatively. The explanted ipg was not returned.